Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'gas blender failure' message due to the electronic patient gas system (epgs). There was no patient involvement.

Manufacturer narrative:
Per the user facility's clinical engineer, the non-clinical activity was during a reconditioning in which the hospital unit was being replaced with this unit. When the issue occurred with this device, the clinical engineer did not install this unit but instead replaced the oxygen (o2) sensor in the hospital unit.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Please disregard the previously submitted medwatches related to this complaint. There was no malfunction in the intended performance associated with the service message as the device performed to specifications. The service repair technician (srt) duplicated the reported complaint. During troubleshooting it was found that the oxygen (o2) percent hours exceeded two million percent hours (2,618,012). A 'service gas system' was displayed. After 2,000,000% hours, the system alerts the user to 'service gas system' and prevents user calibration. The unit operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.